Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. Review of transmission revealed that there were multiple inappropriate automatic mode switch (ams) episodes which were caused due to noise on the right atrial (ra) lead. The patient was brought to the hospital for further examination on (B)(6) 2021 and (B)(6) 2021. The physician performed isometric testing on the patient and atrial lead noise was reproduced with patients arm movements. Programming changes were made to the lead. There were no adverse consequences to the patient.